Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose level and subsequent hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that their blood glucose level reached 26.4 mmol/l [475.2 mg/dl] and they were taken to the hospital for treatment. The pod was worn between 1 and 4 hours.